Event description:
New information received notes that the implantable cardioverter defibrillator was in bluetooth lockout. The ICD was interrogated, and the pairing was restored. No patient consequences were reported.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.